Event description:
It was reported that the internal hex of the implant (ifnt410) is damaged. It was also reported that the implant was buried and submerged in the patient's mouth.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 31 jul 2019 b5: it was reported that the internal hex of the implant (ifnt410) is damaged. It was also reported that the implant was buried and submerged in the patient's mouth. D4: expiration date 1 aug 2016, UDI: (B)(4), d6: 29 mar 2012, g4: 31 jul 2019. The reported device was not returned for evaluation. The reported condition of internal hex damage could not be confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product not returned to manufacturer.

Event description:
It was reported that the internal hex of the implant (ifnt410) is damaged. It was also reported that the implant was buried and submerged in the patient's mouth.